Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00538. It was reported patient experienced ineffective therapy as two of the s2 leads were found to have migrated and confirmed via x-rays. Patient suffered a fall earlier at an unknown time. Programming was unable to solve the issue. As such, surgical intervention took place where in the entire system was explanted.